Event description:
It was reported that during a routine device change-out, the right atrial lead was viewed under fluoroscopy and the lead tip was retracted back towards the superior vena cava (svc). The lead was capped and replaced. During replacement, atrial fibrillation was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.